Event description:
During remote monitoring, the patient experienced a ventricular tachycardia (vt) which the device incorrectly interpreted and did not deliver high voltage therapy. The vt developed into ventricular fibrillation (vf) which caused syncope in the patient. The device then successfully identified the vf and delivered high voltage therapy which terminated the arrhythmia. The patient was later seen in-clinic where the device was reprogrammed to avoid future cases of withheld high voltage therapy. The patient was in stable condition.